Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump stopped working during a bolus attempt. The insulin pump was delayed in performing the delivery and the customer discovered it was wet after she had been in the rain. The act button was unresponsive and the display went blank. The customer was advised to discontinue use and revert to a back-up plan. Her blood glucose level was 241 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. No button error alarm. Insulin pump received with minor scratches on lcd window, cracked display window corners, cracked reservoir tube lip. Insulin pump had no blank display or moisture damage on electronic assembly.